Event description:
It was reported that 3 batteries only gave a few compressions before the autopulse platform displayed "low battery/replace battery" message. Batteries were used on a large patient that required thrombolysis. Additional information was received, indicating that when actively not using these batteries they were stored in the nimh ((B)(4) charger). Customer confirmed that 3 to 4 battery rotations were being performed. It was not reported if the battery leds were flashing. The outcome of the patient has not yet been disclosed. Manual CPR was initiated. No additional details were provided.

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the battery shows no damage. Reported problem was confirmed. Readings from the nimh battery tester on receipt indicates that battery s/n (B)(4) has a remaining capacity of 1514 v and power 839 w. This battery also shows that it had been tested cycled 35 times. When battery was inserted into the autopulse device, it exhibited 4 bars and a green led. Battery s/n (B)(4) was tested with a manikin and received 5-7 compressions until the "low battery/replace battery" message was displayed. Readings from the nimh battery tester after test in ap charger indicated that battery with s/n (B)(4) had a remaining capacity of 1547 v and a power of 1233w and 36 test cycles. Although the battery passed in the battery charger it failed the criteria for a pass in the nimh battery tester, therefore, battery was scrapped as it is no longer fit for clinical use. Probable root cause attributed to this failure was that the battery voltage was low resulting in ua13 being displayed on the autopulse. Nimh battery s/n (B)(4) MFR report number 3003793491-2013-00431. Nimh battery s/n (B)(4) MFR report number 3003793491-2013-00432. Nimh battery s/n (B)(4) MFR report number 3003793491-2013-00433.